Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. UDI number: (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported by the aci sales representative who was present for the procedure: a mynxgrip (6f/7f) vascular closure device was used on a patient and there was an issue getting the bleeding to stop. The vessel didn't seal. The patient couldn't stop bleeding after almost 4 hours of manual compression. The patient went to surgery to have the leaking vessel fixed. No high stick, heparin was used. Additional notes: the heart cath patient procedure was over by 8:00 am. The patient went to surgery from 12:42 pm to 4:28 pm for left femoral artery repair.